Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made, no response has been received to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo of patient infection? Date of procedure? Procedure name? Date infection was noted? How large of an area does the infection cover? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-procedure? Please describe where was the adhesive was applied on the patient? Please describe how was the adhesive applied on patient? What prep was used prior to, during or after dermabond use? Was a dressing placed over the wound? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Patient pre-existing medical conditions (ie. Allergies, history)?

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. An infection was reported. No device will be returned. Additional information was requested.